Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation, the belt failed detect and treat test. The cause for the failure was isolated to the cable connecting the distribution node (dn) to the rear therapy electrodes being pulled and detached from the strain relief, breaking the solder joint connecting the rear pulse wires in the dn pca. In addition, the cable connecting ECG "c" and "d" was pulled from the strain relief, breaking j704 off of the dn pca. The root cause for the strained cables was excessive force. No adverse event resulted from the damaged electrode belt.

Event description:
A us distributor contacted zoll to report that a patient's electrode belt had a damaged cable.